Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in finland underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient experienced severe stomach pain. A CT scan performed the same day indicated air in the abdominal cavity. Patient was diagnosed to have peritonitis and the peg tube was removed by laparoscopy. Patient was treated with antibiotics metronidazole 1.5gm IV 3 times a day, cefuroxime sodium, pain medication and somac for stomach protection. Patient was in hospital rehabilitation and the therapy was planned to be restarted on (B)(6) 2016.